Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and no delivery tests. The insulin pump was programmed with a 2 unit fixed prime with a water filled reservoir. The water did not exit the infusion set. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. No cosmetic damage was noted.

Event description:
The customer reported via telephone call that the blood glucose had been as low as 51 mg/dl and as high as 500 mg/dl. The customer declined to troubleshoot for high or low blood glucose. During troubleshooting, insulin did not exit during the fixed prime, and the insulin pump did not alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.